Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not identify any product defects. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. There was adhesive material on one of the inner plastic packaging retainers.

Event description:
It was reported that during primary tka, surgeon found that the inner packaging of an attune rev tray's plastic container was stuck to the outer wrap. Bubbles and tacky appearance on inner plastic was noticed. Surgeon did not want to use the implant from package. This was the second time in a row this occurred. Event reportedly caused a 2-minute delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that there was no any adverse consequences that affected the patient because of the reported event.